Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent atrial lead undersensing on stored episodes. In addition, it was noted that during the implant procedure, the patient was in atrial flutter, however, the lead was unable to sense the flutter wave in various locations. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.